Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode, with the following clarification that the conductor wire was broken. The drive cable were found to be intact; however, the one conductor wire was broken at the side of the yaw pulley. The broken wire segments stuck out at the wrist. There was no evidence of arcing observed. The side of the yaw pulley had a small gouge adjacent to the wire breakage. Engineering evaluation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches were .065 - .220 in length and not aligned with the tube axis. Engineering evaluation concluded damage to the tube and wire was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci si surgical procedure, the cable at the tip of the dissecting forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.